Manufacturer narrative:
Summary of investigation there are no previous complaints of this code batch of which we manufactured and distributed in the market 2,628 units. There are no units in stock in b. Braun surgical's warehouse. We have received one open used sample and 5 closed samples. The open sample received is used. Further analysis cannot be done to this used sample. Tightness test to the closed samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with the product specifications and the open sample received was used. Final conclusion although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. As informed in the instructions for use of the product: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the thread seems to fray during use. This defect was observed during the same operation on two different wires from the same batch. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.